Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", "lo", "lo", 381mg/dl, 191mg/dl. Customer normally reads between 165 - 175mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", "lo", "lo", 381mg/dl, 191mg/dl. Customer normally reads between 165 - 175mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).